Manufacturer narrative:
During follow-up, the patient reported there were no defects, problems, or malfunctions with the units. The patient did not know the lot number of the product he used at the time of the infection.

Event description:
Intermittent catheter patient (user) said he was treated for a urinary tract infection (uti) concurrent with catheter use. During follow-up, the patient said he was prescribed an antibiotic, took the full course, and recovered completely.